Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported: during pre-test prior to use on a patient at hospital, a nurse confirmed the air leakage from the cuff. No patient involvement.